Manufacturer narrative:
Investigation results: up to know, the implant is not at hand. A review of the device quality and manufacturing history records is not possible because the batch number is unknown. No product available and therefore it is hardly possible to determine an exact conclusion and root cause. It appears that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably transport related. Unfortunately due to a lack of data and without the product we can not determine the exact cause. According to the quality standard a material defect and production error can be excluded. There is the possibility that the penetrated sterile packing was caused by improper handling due to high loads. It could be that due to several transport processes, the packaging was damaged in a way that the sterility is no longer being complied. If the secondary packaging is damaged due to a hole, crack or something like else, the vacuum is no longer present and the primary packaging can move. This could led to a penetrated packaging and an additional damage of the primary packaging. Therefore, the vacuum in the primary packaging is also no longer present. This led to a penetrated primary packaging due to the implant. Furthermore according the instruction for use the following caution must be observed: ( exerpt from instructions for use (IFU) : "[...] It is also very important that the implant is handled correctly before and during the operation. To ensure the sterility of the implant, the packaging must be inspected for any damage. Never use implants from damaged packaging. [...] Prior to use, check the product expiry date and verify the integrity of sterile packaging. Do not use implant components that are past their expiration date or whose packaging is damaged.") A CAPA was initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the packaging of the product as vega ps femoral comp. Cemented f7l. During a total knee replacement it was discovered that both the inner and outer sterile packaging was compromised with a cut through both. Before opening the outer box the damage was noted. This incident did occur in surgery. There was no patient harm. This malfunction prolonged the surgery for 45 minutes. Additional information was not provided. The adverse event/malfunction is filed under aag reference (B)(4).